Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. The root cause could not be identified conclusively. (B)(4).

Event description:
An ophthalmic surgeon reported that following lasik surgery, the patient presented with rainbow glare. Reporter was unable to provide information indicating when rainbow glare was first observed post operatively. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).